Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The aneurysm was successfully excluded at the conclusion of the implant procedure. The 2 month post-operative CT imaging showed the presence of a type ia endoleak, most likely due to a patent lumbar vessel present at the level of the aortic body stent graft sealing ring that allows for blood flow into the aneurysm sac. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.

Manufacturer narrative:
(B)(4): remains implanted.